Event description:
Tibia and femoral loosening. Went well until trauma. After, instability and pain. Prosthesis implanted (B)(6) 2010. Revision surgery.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.